Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of an inserter broke off in the spacer while being implanted. The surgeon was able to remove the inserter tip once the spacer was in its final location. There are no reports of patient injury associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. One of two prongs on the tip was found to have fractured off; the complaint is confirmed. The cause is attributed to loss of mechanical integrity in which an off-axis force may have been applied to the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.